Manufacturer narrative:
Customer technical services reviewed the system trace files and determined that the oas software was functioning as intended. The customer's receiver host was incorrectly configured. Customer was notified and receiver host was correctly configured. Customer verified proper function and put instrument back into use.